Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique. The patient was not hospitalized for the peritonitis event. The same day the patient experienced the peritonitis event, the patient was treated with ceftazidime 1 gram, intraperitoneal (ip) daily for three days and vancomycin 1 gram, ( route not reported) every 72 hours, ongoing. The patient was retrained on pd therapy the same day as the peritonitis event. At the time of this report, the patient was improved from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was hospitalized on an unknown date for the peritonitis event. At the time of the latest report, the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.